Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable assembly was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system would perform fluoroscopy, but the images were black. This resulted in a loss of the live image. There is no report of patient injury associated with this event.